Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that her blood glucose was at 500 mg/dl. Customer was at work and had to take 3 shots to get her blood glucose to come down. Customer stated that the same thing occurred a few weeks ago and also a month ago. Customer changed her site when she got home last night and woke up with a normal blood glucose. Customer's blood glucose was 350 mg/dl at the time of the incident. Customer disconnected at the quick release. Customer treated with manual injections about 30 minutes ago. Customer declined to check for possible site/insulin issues and to check their settings. Pump passed the high pressure test. Customer also had cracks in the battery compartment at the threading. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.